Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-oct-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. It was reported the patient had a surgery in 2015 to fix a broken catheter. No symptoms were reported. The event date was 2015. No further complications were reported/anticipated.